Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, delivery of the device was difficult. An aortic dissection occurred during the implant. It was reported that the patient's hemodynamics were "destroyed". The procedure was completed with a balloon aortic valvuloplasty (bav) only. The valve was not implanted and procedure was aborted. Five days later, the patient vomited and aspiration were reported. The patient's general condition worsened. Cardiopulmonary arrest occurred. The patient died.

Event description:
Additional information was received which reported that difficult was reported advancing the delivery catheter system (dcs) through and around calcification on the greater curvature side of the aortic arch. The physician used force to forward advance the dcs. This resulted in the aortic damage and dissection. It was reported that the patient's blood pressure was stable, therefore the patient left the operating room. No treatment for the dissection was reported. The documented cause of death was not known.

Manufacturer narrative:
Updated b5. Updated d. Updated h6. Section d information references the main component of the system. Other relevant device(s) are: product ID d-evprop2329us lot 0011092881 use by date 2024.02.28 UDI (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - results and conclusion codes h10 - conclusion: a medical safety assessment was performed on this event and based on the available information; the aortic dissection was caused by force used in advancing the delivery catheter system (dcs). The decline in hemodynamics was likely related to the aortic dissection. It is unable to be determined with the available information if the cardiopulmonary arrest and subsequent death occurring six days after implant were related to the device. All reported adverse events and their severities are documented in the product risk management files and instructions for use. No further action is required. The reported event indicates that difficulties were reported when advancing dcs through and around calcification on the greater curvature side of the aortic arch. This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the limited information available. The physician used force to forward advance the dcs. This resulted in the aortic damage and dissection. The evolut pro+ system instructions for use (IFU) instructs that if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture). It is unable to be determined with the available information if the cardiopulmonary arrest and subsequent death occurring six days after implant were related to the device. Hemodynamic instability is a known potential adverse event per the device IFU. Hemodynamic instability (hemodynamic issue) can be related to valve related (degeneration, thrombus, calcification, etc.) Or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricle dysfunction, etc.). With the limited information available, a conclusive cause could not be determined. The cardiac arrest is a known potential adverse effect per device instructions for use (IFU). In this case, a conclusive cause could not be determined from the limited information available. Aortic damage and dissection are likely contributing factors to the death, hemodynamic instability and cardiac arrest. The cause of death was not reported. The valve was not implanted and the procedure was aborted. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive relationship between the device and the death could not be established. No further action is recommended at this time. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the valve implant, the patient died of non-occlusive intestinal ischemia during hospitalization. Per the physician, the death was related to the valve implant procedure.